Manufacturer narrative:
(B)(4).

Event description:
The customer stated she noticed there was a leak in the lyse syringe area of the beckman coulter ac t diff, but was unable to determine the source of the leak. No death or injury is attributed to this event. No patient results were affected and there was no change to patient treatment. The customer was wearing personal protective equipment at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility. The customer did not review the msds; however, they are readily available. The field service representative (fse) determined the leak to be from a worn out seal on the plunger of the lyse syringe. The fse cleaned the lyse syringe and replaced the plunger and verified repair per established procedures. Results meet published performance specifications. Verification inspection procedures (vip) passed. The root cause of the leak is attributed to a worn out seal on the plunger of the lyse syringe. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.